Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of "low" on glucose monitor. Customer suspects the changes they made to their settings contributed to the low bg. Reportedly, customer attempted to self treat via glucagon injection however; was taken to the ER where they were observed. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.